Event description:
Photodynamic therapy for carcinoma of esophagus. Nausea, vomiting, epigastric pain 3am, 9/25- persisted through 9/27, when pt developed shortness of breath, hypotension. Intubated transferred to ICU. Pt continued to deteriorate- expired 9/28/97.